Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, (B)(4) ubd: 08-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline, dilaudid, morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. The implant was for backpain and neuropathy. It was reported that the patient had been "really sick" and wondered if there was something wrong with pump. The pump had moved on labor day weekend. The pump used to be deeper inside patient and healthcare provider (hcp) would use an instrument to find the refill port, but now patient can feel entire outline of pump. It was alleged that the pump had never helped her and neuropathy has gotten worse since implant. Hcp did trial with morphine, which was successful, but hcp put dilaudid in pump after implant. Medication was switched to morphine eventually which also did not work. The patient stated "nothing worked". A new hcp told the patient that the pump was too big and she was getting to much morphine. The hcp spent 1 year lowering morphine and decided to remove medication. The pump was filled with saline in april. The patient reported salty taste in her mouth since about 3 month prior to time of report and questioned if it had could be due to saline. It was also reported that the patient went to emergency room to have the pump checked. Patient had rods and screws in her back placed prior to implant, and when hcp did x-ray to check catheter, catheter was not seen due to distortion from rods/screws. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump seemed like it had moved about a year prior to (B)(6) 2 019, because when it was originally implanted, the patient could feel a little bump, but now they did not. After they slowly titrated down the morphine and put saline in it, the patient went into withdrawal in (B)(6) 2018 and was in the hospital for a couple of days and they were feeling really poorly for about a month or 6 weeks even after they were released. The hcp wanted to keep the morphine in and also try another medicine with it for neuropathy but the hcp never added this medicine. The hcp wanted the patient to talk to their neurologist to ask if it was okay to remove the pump. The saline had to be put back in by (B)(6) 2019-. The patient asked the pain hcp a few weeks prior to (B)(6) 2019 and they said they could take the pump out, but might have to leave the catheter in. There were no further complications reported at this time.